Event description:
Hospital contact reported that anchors were broken during insertion. Pieces were reported to have been left in the bone. No patient injury was reported. No patient injury was reported. No additional details are available at this time.